Event description:
A patient reported experiencing inaccurate (high,low,erratic) results with a one touch basic enhanced meter. The patient's blood glucose results were 73,103mg/dl. Tests were done within 10 minutes with a difference 26mg/dl.patient did not experience any adverse events. No further information has been reported. Note-customer is using expired solution for tests and has been cleaning meter w/alcohol. Codes on customer meter and strips were not matching.